Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a lead integrity alert (lia) triggered for the right ventricular (rv) lead. The lead exhibited elevated sensing integrity counter (sic), non-physiologic noise that was able to be reproduced during in-office testing, high rate non-sustained episodes, and was fractured. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. Analysis of the device memory indicated the criteria for the right ventricular lead integrity alert were met. If information is provided in the future, a supplemental report will be issued.